Event description:
A discordant advia centaur xp troponin ultra result was obtained on a pt sample. The result was released to the doctor. Upon repeat, the corrected result was reported out. There was no report of pt intervention of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data, the fse replaced the aspirate probes and calibrated reagent 1 and reagent 2 probes. Based on the info provided, no conclusion can be drawn as to what may have caused the discordant troponin ultra result. The instrument is performing within specifications. No further eval of the device is required.